Event description:
An ophthalmologist reports that one day following cataract surgery, a pt presented with increased intraocular pressure (iop), corneal edema, and descemet's fold. The patient's intraocular pressure has returned to normal and the cornea is now clear. However, there has been a significant decrease in the patient's endothelial cell count. The relationship between this report and the viscoelastic used during the procedure is not known.